Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that hubs are cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-mar-2022. H6: investigation summary the DHR for lot 1291862 has been reviewed. This lot was built and packaged on afa line 12 from 21-oct-2021 through 26-oct-2021 for a quantity of 439,610. Two related quality notifications were found. Our quality engineer inspected the sample and video submitted for evaluation. Bd received two used 22g x 1.00in. Insyte autoguard bc catheter assemblies from lot number 1291862. Additionally, one video was provided. A gross visual inspection of the returned units found that there was a crack running along the length of both catheter adapters. The crack started near the push tab and extended to the luer hub. The damage seen on these units is known to cause leakage and coincides with the location of the leak seen in the provided video. The defect of adapter/ connector defective/ damaged was confirmed due to crack in the adapter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to misalignment and/or incorrect gripper settings. Setup verification and sampling is performed by operators per the quality plan. Preventative maintenance (pm) is also performed periodically. Pm verification was performed, and it was found that all pm¿s were up to date during the manufacturing of this lot. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that hubs are cracked.